Event description:
It was reported that patient received inappropriate high voltage therapy due to noise. Lead revision is scheduled. No further data available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.